Manufacturer narrative:
.

Event description:
The dental implant, fx6010swc in tooth location #11 was removed on (B)(6) 2016 due to loss of osseointegration after 1 year 8 months implantation. The doctor indicated that the bone loss and bone condition of the patient causes implant removal. The condition of the patient is recovered without complications and stable.